Event description:
It was reported that high, out of range, high voltage lead impedance was noted. Lead fracture was suspected. Further testing was recommended. The physician planned a lead revision however, the patient refused replacement at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.